Manufacturer narrative:
Complainant city: (B)(6).(B)(4).

Event description:
It was reported that a suture break occurred. A 8.3/25 expel(tm) drainage catheter was selected for use. During procedure, while the physician was forming the pigtail, before locking the device, it was noted that the string snapped. The device was removed from the patient's body without any problem completed the procedure with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual inspection of the suture noted the suture was broken, no other anomalies or damages were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a suture break occurred. A 8.3/25 expel¿ drainage catheter was selected for use. During procedure, while the physician was forming the pigtail, before locking the device, it was noted that the string snapped. The device was removed from the patient's body without any problem completed the procedure with a different device. No patient complications were reported and the patient's status was good.